Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-55950 is a concomitant. Please refer to manufacturer report number 2016493-2021-55948 and 2016493-2021-55949 , which captured the correct suspect device per investigation report.

Event description:
It was reported that the pump seemed infusing slower than it was programmed for. It was noted that a 1,000ml baxter fluid bag (with an actual volume of 1000ml) was programmed to run at 500ml/hr. At the end of 2 hours, there was still 300ml left in the bag. The nurse resets the volume to be infused (vtbi) and when the nurse returned to bedside, there was still 200ml left in the bag and so. When the bag was emptied, the device indicated a total of 1500ml volume was infused but there was only 1000ml in the bag to start with. The full medication bag was eventually delivered but requiring a longer infusion duration time. It was mentioned that the event was reproducible and was only occurring when the nurse utilized device interoperability. Furthermore, cerner (hospital's electronic health record system) has reviewed the data on specific examples/scenarios and all of the data are in alignment. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump seemed infusing slower than it was programmed for. It was noted that a 1,000ml baxter fluid bag (with an actual volume of 1000ml) was programmed to run at 500ml/hr. At the end of 2 hours, there was still 300ml left in the bag. The nurse resets the volume to be infused (vtbi) and when the nurse returned to bedside, there was still 200ml left in the bag and so. When the bag was emptied, the device indicated a total of 1500ml volume was infused but there was only 1000ml in the bag to start with. The full medication bag was eventually delivered but requiring a longer infusion duration time. It was mentioned that the event was reproducible and was only occurring when the nurse utilized device interoperability. Furthermore, cerner (hospital's electronic health record system) has reviewed the data on specific examples/scenarios and all of the data are in alignment. There was patient involvement but no harm.